Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to one or more of the following mechanisms: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform. 9) the device moved in state of ¿7¿ description. This had caused the loop to cut the polyp. 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. 5) the loop was moved in state of ¿4¿ description. This had caused the ligated polyp to cut. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the single use ligating device cut the polyp before the final delivery stage could be completed. The issue occurred during a polypectomy therapeutic procedure. Although there was a potential risk of bleeding, however, no clinical consequences for the patient and there was no delay. The procedure was completed using the same set of equipment. And there were no reports of patient injury or harm.